Event description:
It was reported that an infection occurred. Staphylococcus epidermidis was cultured from a blister at the device pocket. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event. The leads subsequently were returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).